Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. The pump powered on appropriately with the use of a new battery from a new pack; however, this result does not constitute complete resolution of this issue. This complaint is being reported because the cause of the alleged event was not determined through troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2019 with the following findings: a review of the black box showed no power issues. No data was found in the black box from the time of the reported intermittent power due to continued use. The battery compartment was cracked alongside of the pump. The battery cap was stripped. The battery cap measurements were within specifications. The battery cap was unable to maintain an electrical connection, the alleged power losses and reboots were duplicated. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised with a test cap with no further power issues occurring. Unrelated to the original complaint, the display was dim and faded with a red hue.